Event description:
It is reported that the patient is experiencing crepitation and pain in left knee.

Manufacturer narrative:
Evaluation summary: the primary operative notes were reviewed with no complications noted. The knee was assessed for alignment, stability, and overall extension with trial components. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.